Manufacturer narrative:
(B)(4). Additional information: according to the patient report the device was explanted for medical reasons, namely an infection at the implant site. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. The device has not been received for investigation.

Event description:
It was reported that the patient had an infection at the implant site and that the device was explanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had an infection at the implant site and that the device was explanted. The pt was re-implanted on (B)(6) 2015.